Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the battery was leaking, or something was blocking the gold contacts and could not be cleaned. The battery was not charging.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a charging issue was confirmed with the returned 14v battery (serial # (B)(6)). Visual inspection revealed the contacts have what appears to have been dried fluid, which would have resulted in a contact issue. The dried fluid could not be identified. The contacts were successfully cleaned but left a slight discoloration. The battery was inserted into a test universal battery charger and was accepted for charge with no error code. The battery was charge/discharge tested with an electronic load based battery test system, which met discharge time requirement. A root cause of the fluid ingress issue could not be determined through this evaluation. 14v battery (serial # (B)(6)) was manufactured on 22may2023 by the supplier. The battery was received for inspection. Care and maintenance of the heartmate universal battery charger (ubc) are addressed in the heartmate ii instructions for use (rev c) and the heartmate 3 instructions for use (rev c). Under section 3, battery charger overview, describes setting up the battery charger before use ¿before using the battery charger to charge heartmate batteries, it must be plugged in and turned on. The display panel on the front of the charger displays messages during setup and operation.¿ also, under ¿checking battery charge status using the on-battery power gauge¿, describes how to use the on-battery power gauge to confirm that the battery is fully charged. Under section 7, alarms and troubleshooting, battery related advisory messages ¿if the battery charger detects a problem with a battery, such as battery voltage too high or too low, or open battery circuit, the red light for the pocket comes on and a telephone symbol appears on the display panel to indicate a battery fault¿. To confirm a battery fault: 1. Remove the battery. Examine the battery's metal contact and the contact inside the charging pocket. If there is no dirt, debris, or obstruction, continue to step 2. 2. Reinsert the battery into the same pocket. 3. If the red light comes on again, insert the battery into a different pocket. 4. If the red light comes on in a second pocket, the battery is defective. Do not use it. 5. Obtain the alarm code for the battery, if possible: a. Press and hold the number button for this pocket. The alarm code appears on the screen. The alarm code is one letter followed by four numbers. Alarm codes related to batteries begin with the letter "b." B. Record the alarm code and save it for future reference. 6. Remove the defective battery from use. Table 7.20 battery charger display panel messages describes the messages that appear on the charger display panel. No further information was provided. The manufacturer is closing the file on this event.